Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler functional display test failed. It was identified that the cause was due to a burnt coil on the transformer of the inverter board. A known good inverter board was installed and the display became fully operational. There were no other visual discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt could on transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during their peritoneal dialysis (pd) treatment. The power cord was reported to be secured at both ends. The stop and ok buttons are not lit up. It was confirmed that the cycler was plugged directly into the wall by itself and that the screen was fully black and not dim. The cycler was rebooted and the stop and ok buttons lit up, however, the screen remained blank. Upon rebooting the cycler, an alarm was reported. It was unknown if there were any power outages in the area. The cycler was plugged into another outlet and the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow-up, it was confirmed that there were no adverse events and no medical intervention required as a result of the reported event. Treatment was not completed on the cycler upon pdrn approval. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the coil on the transformer of the inverter board was burned.